Event description:
It was reported that the user disconnected and paused the ilet for a shower and errands, after which blood glucose rose to a reported high of 315 mg/dl; the user later reconnected and received correction boluses, after which glucose trended downward and the user treated an alert for low glucose with oral juice, with a reported nadir of 71 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included self-treatment with oral glucose and resolution without medical intervention or outside assistance. Investigation included customer education and troubleshooting on proper pump disconnection and pausing procedures, including for showering and charging. Investigation of this case revealed user-related handling while the pump was paused and disconnected, followed by successful reconnection and automated correction. It was concluded that the event involved both hyperglycemia while disconnected and subsequent low-glucose alert managed with oral glucose, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.